Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop in melsungen, germany. Caused of no day of occurence was reported the history log files of the last performed infusion were investigated. An infusion therapy was prepared with a set of flow rate of 30 ml/h and a vtbi of 100ml. An infusion line type space line weas set. The infusion started with the programmed settings. After a short time the infusion rate was changed to the maximum of 1200ml/h then back to 700ml/h. The infusion was stopped at 18:33 pm and 8 seconds later continued again. At 18:36 pm the infusion stopped with an upstream alarm. "Vtbi near end" appears in the history files, but "vtbi done" is missing, so the infusion was canceled before it actually reached the end during the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the seal on the lower housing were available. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,90 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the results of the pre-investigations only the upper housing part was removed. No visible damages or dry residues of liquid could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4) : "overinfusion" customer information: infusion bag completely empty, but the remaining volume was shown on the lc-display.